Event description:
Physician ordered an MRI on intubated critical care patient who was admitted with acute mental status change. Pt on continuous versed drip. Versed drip transferred from alaris pump to MRI compatible pump with rate set at 5mg/hr. MRI pump set by rn and verified with pharmacist via phone. Rn noticed rapid drips from bag to drip chamber and then drips stopped on patient in MRI hallway. Then, rn noted rapid dripping from versed bag in drip chamber. Charge rn notified for trouble shooting. Immediately IV tubing was disconnected from patient, rate on pump was verified at 5cc/hr, and physician and pharmacy notified of medication event. Charge nurse estimated that the pt received 70mg versed since changed over to MRI pump. Manufacturer response for MRI infusion set, mridium MRI infusion set (per site reporter): imadimed representative was notified of equipment failure by clinical engineering technician. Arrangements made to send MRI pump and tubing back to manufacturer for investigation and to download IV pump programming history.